Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity was 1.5 years, and the device declared end of life (eol) 1 year later. The patient had been experiencing fatigue during the week eol was triggered. A boston scientific technical services consultant discussed potential reasons for a battery to deplete more quickly than expected including power consumption versus battery voltage calculation. The patient was admitted to the hospital and the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity was 1.5 years, and the device declared end of life (eol) 1 year later. The patient had been experiencing fatigue during the week eol was triggered. A boston scientific technical services consultant discussed potential reasons for a battery to deplete more quickly than expected including power consumption versus battery voltage calculation. The patient was admitted to the hospital and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.